Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain/ severe pain in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included cefalexin, cefixime (flexeril), hydroxyzine and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ heavy bleeding"), vaginal haemorrhage ("vaginal bleeding"), depression ("psychological injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), anaemia ("anemia"), fatigue ("other injuries/symptoms: fatigue"), cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopic removal or essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, anaemia, fatigue, cystitis, vaginal haemorrhage, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding. Date(s) of insertion: (B)(6) 2012 (discrepancy noted). Plaintiff did not undergo essure confirmation test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: case become serious incident, essure removal date and surgery were added. Reporter information, patient middle name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.